Manufacturer narrative:
On (B)(6) 2022 a new sample from the patient was investigated. The patient's albumin result was 317 mg/dl and the initial total protein result was 538 mg/l. The sample was automatically diluted (1:10) and the albumin result was 318 mg/dl and the total protein result was 574 mg/dl. Reagent issues were excluded. The field service technician found a dirty sample probe and the probe rinse and cell rinse levels were too low. He readjusted them and confirmed the module was performing within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tpuc3 total protein urine/csf gen.3 results for 1 patient on a cobas c503 module. The patient had a high albumin (albt2c) result, but a low total protein result. The customer indicated that the patient's total protein results were not medically possible. The patient's initial albumin result was 301 mg/dl and the initial total protein result was 182 mg/l. The results were reported outside of the laboratory. The tpuc3 reagent lot number was 55124001 with an expiration date of 31-aug-2022.